Event description:
The customer stated that many patient samples generated higher than expected results for the architect ca19-9xr using lot 08852m500 compared to lower results obtained with a non-recall lot (10727m500). The customer indicated that some patients had a diagnostic CT-scan. No specific information was provided regarding which patients went through the diagnostic procedure. One patient sample generated a result of 72 iu/ml with the defected lot compared to a result of 36 iu/ml with the non-recall lot. No impact to patient health was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.